Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The cause for the failure was isolated to the u706 component on the distribution node pca being damaged. The root cause of the damaged component was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.